Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 4058m52 lead, implanted: (B)(6) 1995. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedances, and was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.